Event description:
Additional information received from a manufacturer representative. It was reported that patient's ins depleted 6 months earlier than the longevity calculator reported, and it was noted that the battery longevity calculator was used after the (B)(6) 2024 reprogramming. The healthcare provider was aware that the ins was initially expected to last 1 year and 7 months. The patient did not experience any falls or accidents. It was reported that the patient had rsv/covid in (B)(6), and they also had the shingles vaccine and were unable to walk for 3 days post-vaccine; they experienced neuropathic pain from this point around the spine at l4-5 and s1, which was the site of the patient's original injury.

Manufacturer narrative:
Continuation of d10: product ID 74002 lot# 0218725589 implanted: (B)(6) 2023 product type adapter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: au. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating explant did not occur on (B)(6) 2025 and the surgical date was now pending replacement implantable neurostimulator (ins). The new surgical intervention date was still yet pending. The plan is to send back the device(s) once explanted. It was unknown if shocking had yet been resolved, and the cause was not determined.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead, two extensions, and an ins connector plug were also returned since a different manufacturer's system was implanted and there was no issue with therapy.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 74002, serial/lot #: (B)(6), ubd: 08-apr-2023, UDI#: (B)(4), implanted: (B)(6) 2023: product type adapter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that there was early/premature battery depletion of the ins, and an occasional shocking sensation by the ins site. The ins was fully discharged one year and seven months from the time of implant. The patient advised that they had not adjusted the stimulation settings since being programmed back in (B)(6) 2024. On 15-jan-2025, the rep was able to interrogate the ins which advised that the device was fully discharged. They were also able to do an impedance check and all electrode impedance values were in normal range. No other testing could be done, and program settings were not available. No intervention was taken as the battery was fully depleted. A planned ins replacement was pending and scheduled for 03-feb-2025. The rep was not sure if the pocket adapter was related, but it was noted due to the shocking sensation the patient felt by the pocket where the ins was. It was noted that the patient would likely be implanted with another manufacturer's ins. The issue was not yet resolved. The patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 3998 serial# unknown: product type lead product ID 74002 lot# 0218725589 implanted: (B)(6) 2023: product type adapter h3 device evaluation: analysis of the returned ins found no significant anomalies; the device performed as intended and that battery depletion was consistent with the therapy settings utilized by the patient. Analysis of the returned adapter found no anomalies. Analysis of the returned lead found that both proximal segments of the lead were returned connected to the distal end of the extensions. Analysis noted that there were conductor(s) stretched and conductor #4 was broken due to overstress/damage, conductors 4-7 were cut 18.2cm from the distal end, conductors 0-3 were cut 17.2cm from the distal end, conductor #4 was broken, but it was unable to be measured due to the return condition, the outer insulation was separated at the butt joint on the proximal segment of the 4-8 lead, suspected body fluids in the lead, melted outer insulation, body of insulation cut through segmenting the lead 18.2cm from the distal end of the 4-7 leads, outer insulation broken, outer insulation cut, breached, body of insulation cut through segmenting the lead 17.2 cm from the distal end of the 0-3 leads, no continuity for the cut extension to the cut lead with circuit #4 open, but no shorts between circuits and, for the other segment, continuity was acceptable and there were no shorts between circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.